Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure the permanent cautery hook (pch) instrument came into conflict with the fenestrated bipolar forceps. The pch broke, and a fragment fell into the patient but was retrieved during the same procedure. The customer stated that the fragment was retrieved during the same procedure. There were no post-operative tests, such as an x-ray or ultrasound, performed. The procedure was completed robotically. The patient has not returned to the hospital due to any post-surgical complications related to the retention of a foreign object. The fragment was discarded.